Manufacturer narrative:
As no product was returned or lot number provided it was not possible to perform a product inspection. Review of the product history sheet for lot no s5789/1 demonstrated that the product was mfg within specification. Suspected deflation of unilateral right breast implant. As no product was returned, it was not possible to perform a product inspection. Review of the product history sheet for lot no s5789/1 demonstrated that the product was manufactured within specification. No conclusion can be drawn.